Event description:
It was reported that prior to starting a davinci si surgical procedure a broken cable was observed during set up. The fenestrated bipolar forceps instrument was not used in the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be frayed at the distal idler. There was no damage found on the pulley or clevis. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.